Manufacturer narrative:
This report is filed on march 06, 2018.

Event description:
Per the patient's surgeon, the patient experienced a non-device related infection resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device on the contralateral side.